Manufacturer narrative:
Visual inspection of the device found the inserter shaft to be bent. The bend limited the function of the actuator, which would have caused the difficulty in deploying. The cause of the bend is not determined but bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. A review of the device history records was performed which confirmed no inconsistencies. There were no internal processing issues, which could have contributed to the nature of the complaint. A complaint history review has not identified additional complaints for this lot number on file. No root cause related to the manufacturer of the device can be established. No further investigation is warranted at this time. (B)(4).

Event description:
Device broke inside the patient, but was able to be removed with graspers. Patient was identified to be fine. No other information was made available by the customer.